Event description:
It was reported the programmer was very slow to change screens and has delays when selecting programmer options etc. It is noted the programmer is not safe to use during ICD (implantable cardioverter defibrillator) implants and inductions because of these delays. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm or reproduce slow screen changes or selections; the programmer passed functional test. Analysis found a standoff missing where the monitor plugs in. (B)(4).